Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla ii guide extension catheter. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed numerous shaft kinks. The 12mm of the shaft is flattened starting 14mm from the distal tip. The markerband is flattened. The tip is flattened/damaged. There are abrasions/damage on the shaft 90mm from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported shaft broken was not confirmed via product analysis. There was no evidence of any damage or irregularities contributing to the reported difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the guidezilla broke. A guidezilla¿ ii guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla¿ would not pass through the 6fr non-bsc guide catheter. Furthermore, it was noted that the guidezilla¿ broke during use. No patient complications were reported and the patient's status was fine.